Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values ten days after the sensor was inserted in the abdomen. The patient experienced loss of consciousness, and after the event, when the sister took the blood sugar values, the cgm was reading 77 mg/dl and the blood glucose reading was 30 mg/dl. The patient was treated by her sister with juice and at an unspecified moment the patient regained consciousness. It was stated that the patient went to see an emergency doctor, but by the time she saw the doctor she was okay and no additional treatment than the juice was given. There was no documentation of medical intervention. At the time of the report the patient was doing well. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.